Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 6 devices were received. Event confirmation status: 6 reported events were confirmed. Evaluation results: 6 devices were found to be affected by possible cleaning practices or improper use/handling. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had paint chips missing. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 6 events were originally reported for this failure mode during the reporting quarter. - 3 events were inadvertently excluded. - 9 reported events are included in this follow-up record. Product return status 3 devices were received. 6 devices were evaluated in the field. Event confirmation status 9 reported events were confirmed. Evaluation results 9 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had paint chips missing. 9 events had no patient involvement; no patient impact.